Event description:
It was reported that the patient experienced something with his implant that he had not experienced before. The patient¿s implant is for the left calf. The patient went to the gym, which was normal for the patient, and the device shocked his left leg and felt like a shin splint and the leg was numb. The patient reported that it took about 2-3 hours for the leg to calm down but it was still numb. The majority of the pain was gone. Earlier on the day of report the pain level was a 9 -10 but at the time of report it was a 1-2.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).